Manufacturer narrative:
One 7f reflexion spiral hp catheter was rec'd for eval. No visible anomalies were observed. Functional testing revealed that the catheter could deflect bi-directionally in the correct shape. The catheter loop deflected per specification with no resistance noted. The catheter was attached to a compatible sjm extension cable. Open and short circuit testing was performed and the catheter met specification. Manipulation of the catheter revealed stable resistance values within specification. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported that during an atrial fibrillation ablation procedure a cardiac tamponade occurred. The physician accessed the left atria using an 8.5f agilis nxt and placed a live wire ep catheter in the coronary sinus. Geometry of the left atria was created with a 7f reflexion spiral x catheter. The reflexion spiral was removed from the pt and the therapy cool path ablation catheter was inserted through the 8.5f agilis sheath to perform the cardiac ablation. The anesthesiologist was infusing neo-synephrine during the procedure for hypotension. After approx 45 mins of performing a wide area circumferential ablation of the pulmonary veins, the pt's blood pressure continued to drop and isoproterenol was administered. The pt's blood pressure was unobtainable. Chest compressions were initiated and a pericardiocentesis was performed draining 400cc of saline fluid with a slight blood tinge from the pericardial space. The pt's status post-procedure was stable.